Event description:
It was reported the customer had a check settings alarm on their insulin pump. Customer also reported seeing a black circle on their insulin pump's screen. The customer's blood glucose was 100 mg/dl. The customer was assisted with claering the alarm. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.